Event description:
Complainant alleged that during pt (age and gender unknown) treatment, the device was turned to monitor mode in an attempt to monitor the pt's heart rhythm using electrodes, but the device displayed a "defib failed" message and a flat line. The nurse indicated that she was immediately able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.